Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's father stated the patient recognized that they were feeling lightheaded as a result of the hypoglycemic event and took glucogel to treat themselves, after which they recovered without further issue. Data was received for evaluation, but the complaint confirmation and root cause could not be determined via data. No additional event or patient information is available.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, a correction has been made.